Event description:
A surgeon reports that three yrs following left eye intraocular lens (iol) implant surgery at a different hospital, a pt reported problems with visual acuity. A post-refractive error of 10 diopters was observed. The surgeon does not know the diopter of the original lens. The lens was exchanged. No additional information is anticipated.

Manufacturer narrative:
The product was returned for analysis. One haptic is broken-gusset area (not returned). The optic was cracked-rejectable. No information for the lens serial number or diopter was received. The optical resolution was acceptable and the lens read as a 21.0 diopter. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. No further information is anticipated.